Event description:
This report is for use error- reuse supplies. A customer contacted global technical services(gts) regarding assistance with a check supply line alarm during the prime on the homechoice machine(hc). Hp stated that he changed out the cassette and still gets the alarm. The tsr asked the hp if he changed the bags as well and the hp stated he did not. The tsr advised the hp to discard all supplies and start over with new supplies. The tsr advised the hp to do therapy and call his nurse if he insists on not doing therapy. The hp stated that he will just break the hc down and skip therapy tonight. The home patient was contacted on (B)(6) 2011. The home patient stated that after starting over with new supplies the next night no further issues were found the home patient also stated that they have already disposed of the supplies the hc unit was operational. There was patient involvement. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4). This complaint is for a report of a user error. There was no allegation reported against the baxter product by the customer; therefore, the sample was not requested for evaluation. Complaint was not confirmed. However, per the complaint information, the cause of the complaint is use error. The lot number is unknown; therefore a batch review cannot be performed. A labeling review of the homechoice apd systems patient at-home guide issued was found to be adequate for the use error(s) in the complaint. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress.

Manufacturer narrative:
(B)(4).during investigation by baxter this incident was determined to be caused by use/user error and there was no allegation of a product malfunction. Therefore a batch review and sample evaluation will not be conducted. A follow-up report will be filed upon completion of baxter's investigation, or if any additional information is received.